Event description:
It was reported that there was failure to capture at high output, increased capture threshold as well as diaphragmatic stimulation. During the lead revision, due to access issue, the lead was explanted and replaced. No further patient complications have been reported as a result of this event.